Event description:
According to the reporter: the balloon detached from the trocar when trying to remove the port from the pt. The balloon insufflated correctly but detached from the port when the port was pulled out. The balloon was not torn at all. Extra time had to be taken to remove the balloon from the pt (approx 5 mins). The balloons had not torn so they could be removed as whole items and the cases proceeded normally. The pt was not affected. No pt injury reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).